Event description:
In (B)(6) 2011, the pt had to go to the urgent care for a corneal abrasion and around (B)(6) she had to go back for another abrasion and a severe infection. She experienced pain and blurriness. This is being filed as unconfirmed eye infection.

Manufacturer narrative:
This is being filed as unconfirmed eye infection. This report is linked to (B)(4) 9614392-2011-00152. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be draw. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.